Event description:
After 2 days of support, the clinical staff at med ctr experienced a low speed and low flow rate alarm condition on the tandemheart system controller and the tandemheart pump stopped. The staff attempted to restart the pump, but was unsuccessful. The clinical staff at the hosp switched to a backup tandemheart pump, which operated properly. The pt was not adversely impacted by the event.